Manufacturer narrative:
The evaluation showed, that the axle bolts in the back part have fallen out of the knee joint. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the screws came out. The patient did not fall.